Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11f03065, h11f20093, h11h31070, h11h19059, and h11i15014 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information from a nurse in (B)(6) of patient did not wear mask and peritonitis with culture (B)(6) for klebsiella pneumonia in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient did not wear a mask, which resulted in peritonitis. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized the same day. Treatment for the event of peritonitis was not reported. On an unreported date, re-training on aseptic technique was performed. On (B)(6) 2012, the patient was discharged from the hospital. The peritonitis was recovering.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k however have been provided in this MDR.